Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
During a hysteroscopy procedure, the lens from the scope fell off into the pt. The piece was located and retrieved with no harm to the pt.